Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The device exhibited reduced angulation. The adhesive part on the bending section cover was worn out. The light guide lens was chipped. Connector defect was noted during leak test. Air/water leakage from the instrument/suction channel was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the air/water flow of the evis exera iii colonovideoscope was weak or ineffective. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that looked like blood residue - however, it could not be further identified. It was not reported that the nozzle was deformed or damaged. Information on the user's reprocessing method could not be collected. Therefore, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) states the following as inspection method of the air/water (a/w) nozzle prior to use: "·operation manual_ preparation and inspection - inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function". The IFU states reprocessing of the a/w nozzle/channel as follows: "·reprocessing manual_ precleaning the endoscope and accessories - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. - reprocessing manual_manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution - remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.